Manufacturer narrative:
Investigation summary: this complaint is for incorrect ambler cpo classification for klebsiella oxytoca when using phoenix panel nmic-474 (catalog number 449727) batch number 3311895. The customer did not provide panel returns, isolates or phoenix generated lab reports for the investigation. Klebsiella oxytoca class d carbapenemase was not available, therefore, in house isolates of class d carbapenemase were used. To investigate, two retention panels each from complaint batch 3311895 were tested with in house isolates acinetobacter baumannii 15758 and klebsiella pneumoniae 16438 for cpo results. In addition, control panels from the same material but different batch were tested with in house isolates acinetobacter baumannii 15758 and klebsiella pneumoniae 16438 for cpo results. All six panels returned cpo class d results. Therefore, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported when using the bd phoenix nmic-474, a patient isolate identified as k. Oxytoca gave conflicting results for carbapenemase production, class b while the comparative tests gave class d. The customer has been informed that the test should be repeated. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix nmic-474, a patient isolate identified as k. Oxytoca gave conflicting results for carbapenemase production, class b while the comparative tests gave class d. The customer has been informed that the test should be repeated. No health impact or consequence reported.